Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the basal delivery totals did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: the basal and bolus deliveries added up appropriately to the tdd showing that the pump was delivering accurately until the last date used. The basal delivery totals in the tdd appeared to be inaccurate due to frequent basal delivery suspensions, cartridge changes, and normal patient interactions with the pump. The pump was exercised for 24 hours on a 1 u/hour basal rate and the pump correctly recorded 24 units delivered in the tdd. A pump case crack was observed between the bottom of the keypad cover and the case seal. A 10 unit audio bolus and a 10 unit normal bolus were performed and both were accurately recorded in the tdd and bolus history.